Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after an inappropriate shock was delivered. It was noted that the device is programmed to secondary vector. Additionally, the patient had an inappropriate shock five years prior and believes the device was in secondary vector at that time. The patient reported both occurrences happened when she was sleeping on her left side. A boston scientific technical services consultant discussed programming and testing for this patient. No adverse patient effects were reported.